Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the buttons on the keypad of the insulin pump are not responding. Customer reported receiving a weak battery alarm, changing the battery, then getting a battery out limit on the insulin pump. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.